Event description:
The customer reported that the workstation power was cutting out when the power cord was moved. This was occurring on an intermittent basis. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power cable was replaced. The system was then found to be operating as intended.